Event description:
Same case as:2134265-2014-04276. It was reported that the tip of the rotawire was broken. The 90% stenosed target lesion was located on a mildly tortuous and mildly calcified left anterior descending artery. A 330cm rotawire and a 1.25mm rotalink¿ burr were used for treatment. During procedure, the foot pedal was performing irregularly, sometimes it would engage and sometimes it would not. Resistance was encountered while the burr was advanced and the rpm kept dropping. It was also observed that when the foot pedal was stepped everything would drop. The issue was reported to the biomed to check the device. The tank was noted to be full. After the procedure, the burr was removed from the patient with no resistance. It was then noted that the tip of the wire broke off and advanced downstream diagonally and was non retrievable. The procedure was completed with this device. No other patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device has been returned for analysis. Visual and tactile inspection was performed and the device was returned stuck inside the catheter. The device was removed from the catheter and found a kinked along the body. The spring tip is partially detached and deformed. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).